Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes were not reported). Eight days after the peritonitis onset date, the antibiotics were discontinued, pd therapy was discontinued, the patient was transferred to hemodialysis and it was reported that the patient was not recovered from the event. No additional information is available.